Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose level was 575 mg/dl due to the issue. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi). Reportedly, the customer continued to use the pump for insulin therapy.